Event description:
It was reported that plunger sensor event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed right plunger case cracked. Customer?s reported issue was not duplicated nothing found related to customer stated problem. All digital sensors were working as intended. The root cause of the reported issues was not determined device passed all tests. Actions taken to mitigate the reported issue: replaced ear clip and spring for preventive. Performed power up process and all functional testing which passed.